Manufacturer narrative:
The device history records were reviewed and found to be conforming. Originally this case was reported on (B)(6) 2014 by zimmer inc. (B)(4) (MFR report 1822565-2014-00941), as this is a legal claim there was no information regarding the product. On january 14, 2016 zimmer (B)(4) became aware that the product was an ncb-pt lat prox 3h tibial plate, 5h, l. Therefore zimmer (B)(4) is taking over the (B)(4). A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A liability claim was raised. It was reported that the patient was implanted a ncb-pt lat prox 3h tibial plate, 5h, l on unknown side on (B)(6) 2013. The patient was revised on unknown date due to pain and broken bone in his lower leg.

Manufacturer narrative:
An evaluation of the provided information has been made available. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed from surgical technique lit.no.06.01369.022 and showed that the product combination was approved by zimmer. It was reported that by patient's counsel that the patient received a ncb-pt tibial plate on an (B)(6) 2013 and was revised on an unknown date, due to pain and a broken bone in his lower leg. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol was unknown. Pain cannot be related to a single specific failure mode. Based on the given information, a final assessment was not possible. Should any additional information that changes the assessment become available to us, we will re-evaluate the case. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in rmw no. 320685 rev. 0. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).